Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no related history in the past one year. The customer issue was confirmed. The root cause of the problem was found to be improper use by the customer. No further actions were taken. The device was returned to the customer without repair.

Event description:
It was reported that a flow rate deviation was detected. A review of the system logs for further details was requested. The event occurred while patient use at the facility. There was no patient harm or adverse event reported.